Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no damage was found to the display lens or screen. Unrelated to the complaint, the pump was powered on and the display screen appeared dim. A battery cap was not returned with the pump; a test cap was used to complete investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter stated that the pump display screen was damaged. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a display issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.